Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the site was considering a controller exchange due to a broken locking nut. The patient ultimately decided not to have the controller exchange. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a broken locking nut could not be confirmed, as the system controller serial number (B)(6) was not returned for analysis and no pictures were submitted for the event. As a result, a root cause for the damage could not be determined. Per reported information, the patient declined to have their controller exchanged until the issue becomes more pressing. To date, the system controller (B)(6) associated with the event was unavailable for an evaluation, and the complaint file will be closed accordingly. If the controller is returned at a later time, the complaint will be re-opened. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. System controller was shipped to the customer on 15jan2015. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.